Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead continuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient's device showed high lead impedance during a diagnostic test. There was no report of any patient manipulation or trauma to the device. X-rays did not reveal any anomalies that could have contributed to the reported event. The patient's device was replaced. Good faith attempts to obtain the explanted device have been unsuccessful to date.